Manufacturer narrative:
H10, h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was conducted. The device did not power up to pressurize. The complaint was confirmed and the root cause has been associated with an electrical problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a blown fuse, defective solenoid valve, defective printed circuit board or a battery failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the spider was not working. No case involved. Preliminary results of investigation have concluded that this unit would not power up to pressurize which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.